Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 6.4 mmol/l at the time of incident. The insulin pump had difficulty to turn on when it was on standby mode. The customer states that all the buttons of the insulin pump went unresponsive when they tried to wake up the insulin pump from standby mode. The customer stated that pressing menu button took them to the menu screen. Customer also stated that using the up and down arrow allows them to navigate screens. Customer faced this issue half of the times since last two weeks. Customer stated that the block mode was inactive. There was no alarm in progress when then button went unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will return for analysis.

Manufacturer narrative:
The device was received with all buttons responding properly. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.